Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance. The patient had undergone generator replacement in june at which time device diagnostics were reported to be within normal limits. There was no reported trauma, but it was reported that the patient does experience tonic clonic seizures which may have attributed to the high impedance. X-rays were taken and reported to show no visible lead breaks and all coils were noted to be wrapped around the nerve. The patient was referred for surgery for lead revision. No surgical intervention has been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.